Event description:
We received a report that after implanting an zcb0000235 intraocular lens (iol) the surgeon used an ora abberometer. The readings obtained suggested using a different diopter power. The incision was enlarged and the iol cut out. An exchange was performed during the same procedure. The report indicated the patient had recovered.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination found that the lens was cut off in half. Also, the visual inspection revealed few surface residuals on the lens that could be compatible with handling the lens non-sterile environment. Based upon the investigation, there is no indication that there is a manufacturing related complaint. Manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Initial reporter: telephone number was added: (B)(6). All pertinent information available to abbott medical optics has been provided. Placeholder.